Manufacturer narrative:
On june 8, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptotic left breast manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a (right) 450cc mentor memorygel breast implant and a (left) 475cc mentor memorygel breast implant, suffered right breast capsular contracture (baker grade iii) and a left breast that is more ptotic than the right, post-procedure. The complications were diagnosed via physical examination. As a result, the patient underwent bilateral capsulectomies and bilateral removal and replacement on (B)(6) , 2021. The replacement devices were: (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9482013 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9422183 sn: (B)(4) . This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2021-04937.